Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing due to a rite - therapy monitored volume failed performance spec: fill 1 831.8 ml, drain 1 831.0 ml, fill 2 828.4 ml, drain 2 827.6 ml. Per cqi56 fill/drain 1 or 2 volume outside range 750.0 ml - 828.2 ml is a reportable malfunction. Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device for the issue of failed homechoice (hc) return instrument test/evaluation (rite) failed functional test for therapy monitored volume failed performance specification: fill 1 831.8 ml, drain 1 831.0 ml, fill 2 828.4 ml, drain 2 827.6 ml. (Rite specifications 774 - 821 ml). The pal evaluated the device. Pal inspected the piston foam and it was found to be deteriorated. The deteriorated piston foam would not allow the proper amount of fluid to be delivered resulting in the failed rite test. The assignable cause for the rite failure was determined to be caused by deteriorated piston foam. Scrap piston foam. Device was sent to servicing.